Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with chest pain. It was found that the right atrial (ra) lead had a dislodgement and fell into the right ventricle. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.